Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge leaked. Reportedly, the customer had been reusing the cartridge for 2 weeks. Customer declined to load a new cartridge and continued to use the same cartridge. Customer's blood glucose level was 178 mg/dl.